Manufacturer narrative:
The reported events of ¿suture sleeve site demonstrated damage to lead¿ and low pacing lead impedance were confirmed. As received, complete lead was returned in one piece. During electrical testing the lead was shorting between the conductors due to inner insulation damage at the suture sleeve tie impression. The cause of the reported events was isolated to over tighten suture sleeve.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During lead revision, inappropriate electrical measurements due to damage from the suture sleeve were noted on the lead. The lead was explanted and replaced to resolve the event. The patient was in stable condition.